Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05693. It was reported that a kink and subsequent recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 30mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed, but was too proximal in the laa. During the full recapture, the distal portion of the was kinked distally near the marker bands, making recapture difficult. The devices were exchanged and the procedure was completed. There were no patient complications reported.